Event description:
I had to have a second back surgery. When they got in my back. They found that a screw had came loose. I am looking at another surgery. This infusion is hurting my back. I have the doctors records. FDA safety report ID# (B)(4).